Event description:
The pt's 2 myocardial rate sensing leads were removed from service because of a lead insulation break. Implanted-4/16/92. Removed from service approx. 6/8/95. Implanted-37 mo. The physician implanted an endocardial lead to replace the 2 myocardial leads. Co assumes that the 2 epicardial leads were capped and remained implanted.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.